Manufacturer narrative:
Occupation is patient/consumer it was noted that the patient "presses and squeezes" his finger to obtain a blood drop for testing. Product labeling states: "immediately after lancing, massage gently along the side of your finger to obtain a sufficiently large blood drop without pressing or squeezing too hard." The test strips were requested for investigation. The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 41%. Donor 2 hct: 45%.  Testing results:  donor #1:  retention meter and master lot strips: 2.2 inr. Retention meter and customer strips:  2.3 inr.  Donor #2:  retention meter and master lot strips: 3.1 inr.  Retention meter and customer strips:  3.7 inr.  All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and the retention material comply with specifications. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant %quick results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 5:59 p.m. Was 17 %q. The result from the laboratory at 8:30 p.m. Was 24 %q. The result from the meter at 10:00 p.m. Was 20 %q. The patient¿s therapeutic range is 20 %q ¿ 28 %q with a target value of 24 %q. The patient tests twice a week.